Event description:
Reported as "band failure. (Leak)".

Manufacturer narrative:
Taper I. The access port connector associated with this report has not been returned to allergan. Only the band section and band tubing parts were available for analysis. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Further information from the reporter regarding the serial number has been requested. In addition, analysis noted damage from a sharp instrument, consistent with surgical damage, to the buckle of the band and the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to these portions of the lap-band system returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."